Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. After the transseptal puncture was performed and the was was placed across the septum, they noticed some object on the tip of the sheath or the non-boston scientific guidewire that was in the left atrium. The activated clotting time (act) was in the therapeutic range around 250 seconds. Aspiration was performed with a syringe on the was. They did not see any change on echo and the foreign body was still present. The guidewire was removed and as they retracted the guidewire they aspirated through the was. At the end of this maneuver the foreign body was not seen and the procedure continued. The device was successfully implanted and no further interventions were needed. The act remained above 300 seconds after the foreign body was seen. The patient was checked for any signs of stroke or transient ischemic attack and none were seen or noted by the physician. The patient is doing well with no further issues.